Event description:
Pt with a total knee implant had a tight knee post operatively. Revision surgery occurred to clean the posterior knee and exchange the poly inserts.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.